Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose of 295 mg/dl. Customer¿s other blood glucose value: 389 mg/dl, 289 mg/dl, 249 mg/dl. The customer experienced symptoms such as throwing up. The customer was wearing the insulin pump within 48 hours of reported high bg event. The customer declined troubleshooting for the insulin pump. The device is not expected to be returned for analysis.